Manufacturer narrative:
A review of the mfg paperwork is being conducted. Further info was requested.

Event description:
It was reported to gore's psg that the pt presented with an abdominal aortic aneurysm. It was further reported that the physician decided to perform the aaa procedure with the excluder device utilizing the "chimney repair" approach because of his assessment from the CT images that there was no infrarenal neck for a good landing zone. It was further reported that during the part of the procedure in which the physician attempted to deploy the viabahn device in the left renal artery, the physician encountered resistance due to the tortuosity of the pt's anatomy and navigating from the left brachial artery. It was also reported that when the physician applied more force to deploy the viabahn device, the deployment line broke. The physician reportedly decided to convert to an open procedure rather than continuing but post-operatively, the pt experienced complications leading to multi-organ failure and died.